Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The field service engineer (fse) cleared an obstruction in the waste line and decontaminated the ion-selective electrode (ise) flow cell. The fse returned to the customer site for additional questioned ise results and replaced tubing. The customer continued to experience ise issues so the fse returned to replace the buffer valves, reference valve and mix motor which resolved the issue. (B)(4).

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for two (2) patient samples.